Manufacturer narrative:
D4 & h4: server serial number not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist remoted into the servers and rebooted to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient orders were not crossing over. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.